Event description:
It was reported that during a procedure, the device wont hold the wrist traction. It is unknown if there was a delay. No delay or patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. The quick connect spring was present. The quick connect release button showed no signs of damage. A functional evaluation was performed. A test piggyback was used and locked into the quick connect. 50 pounds of pressure was used to manually attempt to remove the test piggyback in the locked position. The piggyback locked into place and could not be forcibly removed from the quick connect. The release button was pushed and the piggyback was separated from the quick connect as designed. The unit passed the weight test. The piston migration was checked and it was at 1.59 inches. The reported complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. It is recommended that the instructions for use, 126-99-01, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals.